Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that a medical technician was moving the infusion pump to prepare it for use when the IV pole it was attached to tipped over, causing the pump to hit the corner of the nursing station and then to the floor. It was indicated this was not a patient event. There was no reported harm to anyone else either.